Manufacturer narrative:
Conclusion: neither of the two delivery catheter systems (dcs) were returned to medtronic for analysis. Procedural images were received for review. It was reported that, in the first and third deployment attempt, the valve dislodged supra annular. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The second deployment attempt was positioned too deep. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The annulus was crossed again with some difficulty and the blood pressure remained low. The patient was given pressors with no response. Cardiopulmonary resuscitation (CPR) was initiated. Echocardiogram showed good function of the left and right ventricles with no effusion. The valve and dcs were removed and the coronaries were filling with mild aortic insufficiency present. There was no root rupture or dissection, as shown by the provided images. It was reported that the valve was deployed quickly at a depth of 15mm with the second dcs, as confirmed by the provided images. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Updated data: h6 - eval method code, eval results code, eval conclusion code, additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop34us, serial/lot #: (B)(4), ubd: 10-dec-2020, UDI#: (B)(4); product ID: d-evprop34us, serial/lot #: (B)(4), ubd: 12-feb-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs' were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a heavily calcified bicuspid valve with right coronary cusp (rcc) and non-coronary cusp (ncc) fusion, the delivery catheter system (dcs) crossed the annulus with mild difficulty. Upon the first deployment, the valve dislodged supra annular. The second deployment was too deep, and blood pressure started to drop. The third deployment was supra annular once again. The annulus was crossed again with some difficulty and the blood pressure remained low. The patient was given pressors with no response. Cardiopulmonary resuscitation (CPR) was initiated. Echocardiogram showed good function of the left and right ventricles with no effusion. The valve and dcs were removed and the coronaries were filling with mild aortic insufficiency present. There was no root rupture or dissection. More pressors were given with no improvement to the blood pressure. CPR was continued. A new valve was inserted and deployed very quickly at a depth of 15 mm. The valve was not intended to be deployed deep, but visualization was difficult due to CPR being performed during valve deployment. The blood pressure quickly recovered and moderate paravalvular leak (pvl) was observed. Another valve was implanted valve in valve with no pvl present. It was reported that the cause of the hypotension was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images were provided to medtronic for review. The image file demonstrates that the valve was implanted deep at a depth of approx imately 15mm and a second valve was implanted as a valve in valve procedure. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the valve being implanted deep at a depth of approximately 15mm (sub-optimal position/too deep), as confirmed by the provided images. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.